Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, lot# l81594, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that during a normal end of life pump replacement, the health care provider (hcp) did not get good backflow from the catheter and decided to replace the entire ¿thing¿. The replacement case took place during the initial report and further details were not provided at the time. The device system was used to deliver baclofen. It was later reported that the daily dose was decreased following the replacement procedure. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported patient was receiving therapy.